Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), vaginal discharge ("irregular vaginal discharge"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), back pain ("severe back pain") and migraine ("migraine headaches"). The patient was treated with surgery (bilateral salpingectomy successfully removed essure devices). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, vaginal discharge, allergy to metals, alopecia, back pain and migraine had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: since the essure removal surgery, all her symptoms have resolved and she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: fallopian tubes were bilaterally occluded incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.